Event description:
Customer reported being hospitalized for low blood glucose levels. No further information provided at this time of call. Customer declined troubleshootin and requested that pump be replaced per md.